Event description:
Boston scientific corporation became aware of two cases of patient adverse effects among seven cases of hot axios implantation at the 105th annual meeting of the japanese society of gastrointestinal endoscopy (jges). According to the study, 34 patients underwent endoscopic ultrasound-guided transluminal drainage (eus-td) for post-operative pancreatic fistula (popf) between july 2014 and october 2022. Of the 34 patients, there were 24 males with an average age of 70.6 years old. All 34 cases were divided into two treatment groups: twenty-seven (27) cases for plastic stent (ps) group and seven (7) cases for lumen-apposing metal stent (lams) group. The result of the study revealed that the use of lams was expected to be as effective and safe as the use of plastic stents and to shorten the treatment time. The procedural success rate and clinical success rate were 94.1% and 85.3%, respectively, with a median maximum cyst diameter of 102mm in the lams group. The success rate was 100% and achieved visual reduction resolution of 85.7% (6/7). The minimum treatment time was 14 minutes, and the minimum length of hospital stay after the procedure was 24 days. The recurrence rate was 14.3% (1/7), and the adverse patient effect was 28.6% (one case of bleeding into the stomach wall as an early complication, and one case of suspected bleeding due to pancreatic cancer recurrence as a late complication). Note: the axios stent was implanted in the pancreas during an endoscopic ultrasound-guided transluminal drainage (eus-td) for post-operative pancreatic fistula (popf). However, the instructions for use (IFU) states, "the axios stent and electrocautery enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocyst >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall... Additionally, the axios stent and electrocautery enhanced delivery system is contraindicated to patients with altered anatomy that precludes the physician's ability to deliver the stent." The axios stent is not intended for post- operative pancreatic fistula.

Manufacturer narrative:
Block b3: exact event date is unknown; stents were implanted between july 2014 and october 2022. The axios stent is intended for implantation up to 60 days; therefore, the event date is approximated two months (60 days) from october 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d6a: the exact implant date is unknown; however, it was reported that 34 patients underwent eus-td for popf between july 2014 and october 2022. Block h6: imdrf patient code e0506 captures the reportable adverse patient effect of bleeding post stent placement.